Event description:
Per the clinic, the patient experienced an infection resulting in the exposure of the implant. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 13, 2015.